Event description:
No new information.

Manufacturer narrative:
The complaint of black material in the package was confirmed; however, the root cause and source of the material could not be determined from the photograph that were provided for investigation. The photos showed a 22g nexiva IV catheter. It appeared that the needle was partially withdrawn through the catheter. The needle cover had been removed from the needle and catheter. A black fiber-like material appeared to be attached to the external surface of the catheter tubing near the tip. The source and composition of the material could not be determined from the photograph. As the photo supports the complainant¿s description of the reported event, the complaint was confirmed; however, without the physical sample, the root cause of the reported issue could not be determined. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. No other similar complaints were reported from the implicated lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
The following information was provided by the initial reporter: the email is to report that one of the nurse in our xxx identified a defected 22 ga x 1.00 in bd nexiva needle while preparing for IV insertion. Black strings attached to the tip of the needle. The incident was reported on (B)(6) 2025

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.